Event description:
It was reported that during a photo-selective vaporization of the prostate, the fiber started firing from the tip after 30 minutes and 224,000 joules of fiber use. The physician immediately removed the fiber. The procedure was completed using another fiber without patient complications.